Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said they were in a car wreck on november 1st and since then they have been having accidents every day and every night. Patient said they have a meeting with their representative tomorrow and the representative advised them to turn their stimulation off and only turn it on 30 minutes a day last thursday. Patient wanted to know if this was standard procedure. The patient was redirected to their healthcare provider to further address the issue.